Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5088783/5088258, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient had an infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had an infection at the pocket site. Symptoms were discharge and fever. It was believed that the infection was not device related and the cause was undeterminable. The patient was placed on antibiotics and underwent an explant procedure. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. The patient will undergo an explant procedure.